Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d8 and the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to a defective high voltage power supply board. Based on the results of the investigation, the e433 error code was likely caused by high voltage peaks that may occur at the output transformer of the generator board, which may destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board, which are supposed to prevent these voltage peaks; however, the definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf unit "esg-400" displayed error code e433. The issue occurred during maintenance. There were no reports of patient harm.